Event description:
It was reported that sometime post port placement, device allegedly had a fluid leak. It was further reported that, the device was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 12fr hickman d/l catheter was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported leak and the identified fracture issue as a circumferential split was observed approximately 4mm from the distal end of the white luer. Hydrostatic pressure was applied and leaking was observed from the circumferential split just distal to the luer. Furthermore, a split was noted radially adjacent from the first circumferential split. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 01/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 01/2024).

Event description:
It was reported that during the postoperative period of catheter implantation for bone marrow transplant, the device allegedly had a fluid leak. It was further reported that the patient underwent replacement of the implanted catheter. There was no reported patient injury.